Event description:
Baxter reported the pt experienced pyrexia (38-39 degrees celsius) and asthmatic symptoms as the end of the administration of 5-fu using the intermate. According to baxter, the physician changed intermate to a syring pump for the 5-hour administration of 5-fu and the symptoms disappeared. No medical intervention was required. The total fill volume of the intermate was reported to be 250ml. The pt started administration of 5-fu with intermate lv50 in 2004. Starting in 2005, the symptoms appeared each time 5-fu was being administered via intermate lv50. The symptoms were experienced just before the balloon dropped off. The physician executed several examinations of the pt, however, he could not find the cause. The physician suspected the materials, such as balloon rubber, might have caused such allergic reaction. No additional information is available.